Manufacturer narrative:
(B)(4). 3004753838-2026-178234 was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 07/1/2026 it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Signal loss.